Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The patient was born in (B)(6). Concomitant medical products: 2.25x12mm xience prime and 3.0x18mm xience xpedition stents. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that on (B)(6) 2013, a percutaneous intervention (pci) was performed to treat stable angina. A 2.25x12mm xience prime stent was implanted in the left circumflex coronary artery lesion, a 3.0x18mm xience xpedition stent was implanted in the proximal left anterior descending (lad) coronary artery lesion, and a 2.5x33mm xience xpedition stent was implanted in the mid lad lesion. On (B)(6) 2016, the patient experienced stable angina. On (B)(6) 2016, antiplatelet medications prasugrel hydrochloride 2.5mg/day was started in addition to aspirin 100 mg/day. On (B)(6) 2016, another pci was performed and a scoring balloon catheter was used to treat a new lesion in the distal portion of the 2.5x33mm xience xpedition stent in the mid lad. Reportedly, the patient recovered. There was no additional information provided regarding this issue.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The reported patient effects of angina and stenosis are listed in the xience xpedition, everolimus eluting coronary stent system, instructions for use (IFU) as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. Additionally, the reported treatments appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the initial report, additional information was obtained: the patient experienced angina with strenuous exertion. Reportedly, both the 2.25x12mm xience prime stent implanted in the left circumflex (lcx) coronary and the 3.0x18mm xience xpedition stent implanted in the proximal left anterior descending (lad), had remained patent, without stenosis in or within 5mm and without thrombus.